Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is no medical device type for this device as it is manufactured outside the us and not sold in the us. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that sst tubes were giving erroneous results.

Manufacturer narrative:
Medical device brand name changed to bd vacutainer®. Common device name changed to blood specimen collection device.